Event description:
It is reported that it was noted that a large part of the drill bit was missing and appeared to have broken. The postoperative x-ray was viewed by the surgeon and it was determined that the broken piece of the drill bit was buried in the patient's bone. The surgeon states that it is not retrievable.

Manufacturer narrative:
This report will be amended when our investigation is complete.